Event description:
Information was received that a smiths medical pneupac ventilators parapac plus is not cycling. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: returned device was received device was received in with a bent front panel and the tidal volume knob is difficult to turn. During the evaluation of the device there was a continuous flow. The customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pneupac ventilators parapac plus is not cycling. Provided another ventilator to transport patient. No patient involvement.